Event description:
One lesion was treated approximately 27 months ago. The lesion treated was located in the proximal rca. Two overlapping endeavor sprint stents were implanted (ref. MDR 2953200-2008-00251). Patient suffered an acute non-stemi on the day of stent implant. The location of the infarct is unknown. The investigator assessed the event as a non-q wave mi. The patient was asymptomatic post index procedure. Nothing abnormal was detected on the post asymptomatic post index procedure. Nothing abnormal was detected on the post op ECG. Cardiac enzymes were taken pre discharge. The results were obtained 24 hours post discharge and were noted to be raised. It is unknown whether the target lesion was involved. Patient was receiving aspirin & clopidogrel/ticlopidine 24 hours prior to event. Please note that this model number ensp30018x is not distributed in the us.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Other (lack of info).